Event description:
The customer disagreed with portions of the holter monitor report; the report stated that the pt's heart rate was >300 beats per minute.

Manufacturer narrative:
The customer disagreed with portions of the holter monitor report; the report stated that the pt's heart rate was >300 beats per minute. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.